Event description:
It was reported that the patient had a staph infection and had ¿everything taken out.¿ the patient had related surgeries on (B)(6) 2013. On (B)(6) 2013 ¿they tried to repair the tear¿ and the patient was having spinal seizures. The patient also had headaches. One type of staph was found on (B)(6) 2013. The patient was on antibiotics and stated that she was ¿done with devices and surgeries.¿ additional information was requested, but was not available as of the date of this report. The patient also had a pain pump and it was unclear if the patient¿s symptoms were related to one of the devices or both.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type extension; product ID 3093-28, lot# v010676, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A surgical report from the patient's healthcare provider again stated the information about the infection, but also stated that the neurostimulator was not functioning adequately. No additional new information was sent.